Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Upon further review, cook has determined that this event (report reference number 1820334-2023-00588) is a duplicate of an event reported under patient identifier (B)(6). (Report reference number 1820334-2023-00589). Additional information/clarification has been requested multiple times, with no response from the customer. The date of event, device lot number, and description of the wire shearing/separating are the same for both complaints, which were reported to cook by two separate employees of the facility in which the event occurred. Further investigation of this event (report reference number 1820334-2023-00588) will be conducted under the file associated with patient identifier (B)(6) (report reference number 1820334-2023-00589). This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a micropuncture transitionless stiffened cannula access set's wire "sheared off". Additional information regarding the patient and event has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.